Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Intraocular lens (iol) product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other similar complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported postoperative endophthalmitis following an intraocular lens (iol) implant procedure. The lens was explanted and a vitrectomy was performed. The sample is not available. Bacterium inspection information has not been provided. Additional information was requested.